Manufacturer narrative:
Additional information and corrected data: as per the additional information received, correction is required for the following fields: section b5 - describe event or problem: the lens was scratched by the injector, during the passing of the lens. Section d1 - brand name: tecnis iol. Section d2a - common device name: lens, multifocal intraocular. Section d2b - device product code: mfk. Section d4 - model number: dfr00v. Section d4 - catalog number: dfr00vi220. Section d4 - serial number: (B)(6). Section d4 - expiration date: 06-feb-2025. Section d4 - unique identifier (UDI) number: (B)(4). Section h4 - device manufacture date: 06-feb-2022 section h6 - medical device problem code: 3020 - scratched material . All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - model number: unknown, as product serial number was not provided. Section d4 - catalog number: unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided, as information was requested but not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. (B)(6) section h3 - the intraocular lens (iol) was not returned for evaluation as it was discarded by the customer. Therefore, a failure analysis of the complaint device could not be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. An attempt has been made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that three intraocular lenses (iols) broke during implantation, necessitating the use of backup lenses to complete the surgery. The broken iols were discarded by the customer. No additional details were provided. This is report 3 of 3. A separate report is being submitted for each of the lenses involved.

Manufacturer narrative:
Additional information and corrected data: section h3 - device evaluated by manufacturer? Yes. The following fields are being updated per new information received: section b3 - date of event: 26-mar-2024. Section b5 - describe event or problem: through follow-up we learned that the lens became stuck in the cartridge and broke when pressure was applied with the insertion plunger in an attempt to move it. Section h6 - device code(s): 1069 - break, 2983 - mechanical jam. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.